Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a solid white screen and would not do anything. The customer¿s blood glucose was 111 mg/dl at the time of the incident. No report of the insulin pump screen flashing when the screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current test and self test. Missing segments/partial display not confirmed. Blank display not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly.